Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The first closure device that was chosen was a 24mm sized device. This device was deployed in the laa, but it did not meet release criteria. It was fully recaptured and removed from the patient without any issues. An effusion sweep was performed that showed no effusion. The procedure was continued and the physician chose to upsize the device to a 27mm sized device. This device was successfully deployed and implanted in the laa of the patient. The patient was hemodynamically stable with no effusion at the end of the procedure. 1.5 hours after the procedure, the patients saturation levels were decreasing and they passed out. The patient was intubated and a transthoracic echocardiogram was performed. The imaging showed that the patient had a pericardial effusion. The patient was then taken back into the lab where the physician drained the effusion. Around 400cc of fluid was removed from the patient. The patient did well following this treatment and remained stable throughout the night.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The first closure device that was chosen was a 24mm sized device. This device was deployed in the laa, but it did not meet release criteria. It was fully recaptured and removed from the patient without any issues. An effusion sweep was performed that showed no effusion. The procedure was continued and the physician chose to upsize the device to a 27mm sized device. This device was successfully deployed and implanted in the laa of the patient. The patient was hemodynamically stable with no effusion at the end of the procedure. 1.5 hours after the procedure, the patients saturation levels were decreasing and they passed out. The patient was intubated and a transthoracic echocardiogram was performed. The imaging showed that the patient had a pericardial effusion. The patient was then taken back into the lab where the physician drained the effusion. Around 400cc of fluid was removed from the patient. The patient did well following this treatment and remained stable throughout the night.